Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as it was unable to terminate ventricular tachycardia and ventricular fibrillation during defibrillation threshold (dft) testing due to a high defibrillation thresholds. The rv lead was switched from this single coil lead to a dual coil lead. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. There were cuts in the insulation noted, likely due to explant damage, and the pressure test failed, indicating the lumen/outer insulation was damaged/breached. Otherwise, measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The typical surgery-related damage was noted, but was not considered abnormal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as it was unable to terminate ventricular tachycardia (vt) and ventricular fibrillation (vf) during defibrillation threshold (dft) testing due to a high defibrillation thresholds. The rv lead was switched from this single coil lead to a dual coil lead. No adverse patient effects were reported.